Manufacturer narrative:
Based on the information provided, review of surgeon training guide, certificates of analysis, IFU, instrument cleaning/sterilization instructions and fmea, the most likely root cause is a postoperative infection at the incision site. The sterility certificates of conformance were reviewed for lot numbers 8047003363007, 8175003804007 and 8078003696004. There were no non-conformances associated with these lots. Ifuse implant, p/n 7040-90, lot# 8047003363007, manufactured 05/07/12, expires 2015-07. Ifuse implant, p/n 7040-90, lot# 8175003804007, manufactured 08/13/12, expires 2015-09. Ifuse implant, p/n 7045-90, lot# 8078003696004, manufactured 06/18/12, expires 2015-08.

Event description:
The patient had ifuse surgery on (B)(6) 2013. On (B)(6) 2013, the patient presented with drainage from the incision site. The infection was treated with oral antibiotics and completely resolved in eight days.